Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine device change out. The left ventricular lead exhibited high thresholds, a fluoroscopic image revealed the lead was dislodged. The lead was explanted.